Event description:
Baxter received a summons for legal proceedings that had begun for an injury that occurred in 2002. Plaintiff was a donor in a plasma collection center. The summons stated the instrument next to the donor exploded and sprayed donor with blood from another donor. The blood spray caused donor to move their arm and receive injury to their upper left extremity. Reportedly their injuries consisted of a hematoma in their left bicep and an upper left arm injury. Baxter has no record of this event in their historical files. No serial number, lot number of the kit, or other product information was provided.